Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Physician reported, left side exchange with no complaint against the device. Later, physician dt form reported, left side "deflated-ruptured. Left breast deformity". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿deflation: no observed openings on the device. ¿visibility/palpability: unable to observe since it is not related to the device. Additional observations: ¿observed creases on the device. No further actions are required as the device was implanted.

Event description:
Physician reported left side exchange with no complaint against the device. Later physician dt form reported left side "deflated-ruptured. Left breast deformity". Device has been explanted and replaced.